Event description:
It was reported that customer experienced high and low blood glucose. Customer reports of having blood glucose of 37 mg/dl and 210 mg/dl. During troubleshooting, insulin pump passed the high pressure test and displacement test. Customer also reports of physical damage of insulin pump. Customer reports that insulin pump was cracked. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.